Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his spectra penile prosthesis (spp) removed and replaced. The spp was explanted and a new device consisting of a 14mmx20cm cylinders were implanted. Should additional information be received, a supplemental report will be filed.